Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit of the hospital for diabetic ketoacidosis and blood glucose level of 700mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent altitude alarms had occurred while the customer was not outside of the labeled operating altitude range. The customer did not have alternate insulin therapy and declined follow-up from tandem technical support to ensure backup therapy was obtained.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.